Event description:
The customer stated that he has been experiencing unexplained high blood glucose levels and extreme thirst since (B)(6) 2012. The reported blood glucose reading at the time of the call was 590 mg/dl. The customer also mentioned that he went to two different emergency rooms on (B)(6) 2012 due to high blood glucose levels. The customer stated that he was treated with manual injections. The customer stated that he got two no delivery alarms on (B)(6) and on (B)(6) he woke up with a blood glucose of 437 mg/dl. The customer treated with a bolus, but his blood glucose levels continued rising, and he went to the hospital. The customer also reported a crack on the battery compartment. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump did have a cracked case at the battery tube threads area.